Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned a 4-lumen catheter which showed evidence of use, but no defects or anomalies. All four lumens were tested for blockage by injecting water with a 10 ml syringe. Normal flow was observed in each one. A review of manufacturing records based on sales history was conducted and yielded no relevant findings. The provided instructions direct the user to flush each lumen and states that indwelling catheters should be routinely inspected for desired flow rate and that patency is maintained per hospital protocol. No problem was found on the sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the patient's room, the md found that the brown distal lumen of the catheter was blocked during use. As a result, the catheter was removed and replaced with a new one. The user was not sure how long the catheter had been used prior to the occurrence as the event happened months ago. There was no reported delay, death, or complications to the patient as a result of this occurrence.